Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection. Investigation summary: bd received 1 used sample and 5 photos of the sample were provided for investigation. The returned sample and photos were reviewed and a crack in the luer adapter resulting in leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged/cracked product component. Bd has initiated further root cause investigation relating to the issue of damaged through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, one device leaked blood from a crack in the luer. There was no health impact or consequences reported.